Event description:
Customer reported on (B)(6) 2014, the insulin pump alarmed motor error during basal rates. Customer's blood glucose customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Customer called back on (B)(6), 2014 to get the setting from the insulin pump and reported most recent blood glucose was over 600 mg/dl. Customer reported she was high because she was off the insulin pump and declined troubleshooting. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to test the occlusion and excessive no delivery test due to motor error alarm. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.